Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
A healthcare professional reported "encapsulation and capsular contracture baker grade IV which was discovered during surgery. This record relates to the right side. The device was explanted and replaced with non-allergan device.

Manufacturer narrative:
" Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
A healthcare professional reported, right-side "encapsulation and capsular contracture baker grade IV which was discovered during surgery. The device was explanted and replaced with non-allergan device.

Event description:
A healthcare professional reported "encapsulation and capsular contracture baker grade IV which was discovered during surgery. This record relates to the right side. The device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.